Event description:
Reporting status: serious injury/attempted medical intervention/permanent damage. Reporting rationale: separated guide wire remains in pt. Device issue: separated guide wire. It was reported that direct stenting was performed on the pt who had a soft lesion at the mid circumflex atery. The floppy ii extra support guide wire crossed the lesion without any problem. A zeta was then implanted across the lesion without predilatation. Upon completion of the procedure, the guide wire was removed, but it was noticed that the tip of the guide wire had detached. Under fluoroscopy, the tip of the guide wire was found at the distal end of the circumflex artery. An attempt was made to snare the separated guide wire using a floppy ii extra support guide wire and a doc retriever; however, the attempt was unsuccessful as the broken tip was too distal. The separated guide wire remains in the artery. The pt is currently under observation and follow-up for any adverse effect. No add'l event or pt info is available.